Manufacturer narrative:
Concomitant medical product: dtmc2qq crtd, implanted: unknown, 5076-52 lead, implanted: unknown, 429878 lead. Implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead had high threshold measurements. Reprogramming was done. The device was ultimately explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.